Event description:
It was reported that the right atrial (ra) lead dislodged due to the patient not following the physician's instructions. The lead was removed and replaced with a passive fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).